Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had no capture after placement during bipolar measurement. During lead repositioning, the rv lead helix could not be screwed out of the tissue. It was noted that multiple attempts to screw out the lead for an hour were made, but nonetheless no rotation of the helix was observed. The helix was disengaged from the tissue by pulling of the lead. The lead was removed from the patient and deformation of the helix was observed. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pullin g/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.